Event description:
Analysis of the returned device found that the subject catheter shaft was broken/fractured. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual/microscopic inspection: the catheter shaft was seen to be kinked 7cm,21&22cm and 48cm from the catheter hub. The catheter shaft was seen to be broken 24cm from the tip. There was exposed coil seen through the catheter. The catheter shaft was seen to be damaged. The catheter shaft was seen to be kinked 11cm from the tip. Functional inspection: not carried out due to the condition of the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was not damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The catheter was seen to be kinked bent and damaged therefore the as reported ¿catheter kinked bent¿ and ¿catheter damaged¿ can be confirmed. The reported ¿unexpected movement of device¿ and ¿catheter shaft difficulty advancing¿ could not be confirmed; however, the analysis results are consistent with the reported event. The as reported ¿catheter kinked bent¿ and the as reported /as analyzed ¿catheter damaged¿ as well as the as analyzed ¿catheter shaft broken/fractured during use' and 'catheter shaft kinked/bent' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.